Event description:
After an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter, the patient experienced pericardial effusion (identified with transesophageal echocardiogram) treated with puncture the pericardium and removal of 200ml of blood. The outcome of the adverse event was that the patient fully recovered with no residual effects. No problems were found to be related to j&j products. Needle brand was brk-1 (lot 10912571). The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did not require revision surgery or hardware removal. The information received indicated that the physician¿s opinion on the cause of this adverse event was the patient condition. The number of performed ablations was 60-80 with rf (radiofrequency) energy. Less than 40 ablations were performed outside the pulmonary veins. No ablations were performed within the pulmonary veins. The act (activated clotting time) during procedure was >300 seconds. The sheath and the catheters were exchanged <5. One transseptal puncture site was performed during the procedure. The force visualization features were used were dashboard and vector. The visitag module parameters for stability used were range of 6mm and time of 3 seconds. The additional filter used with the visitag was respiration adjustment. The color option used was fti (force time interval).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. After an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter, the patient experienced pericardial effusion (identified with transesophageal echocardiogram) treated with puncture the pericardium and removal of 200ml of blood. The outcome of the adverse event was that the patient fully recovered with no residual effects. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number 31766819l, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).